Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was broken. . The following information was provided by the initial reporter: a new complaint regarding broken plunger rod will need to be opened.

Manufacturer narrative:
Customer returned one 0.3ml 29ga syringe. Customer reported that user could not aspirate the drug solution from the vial. Syringe was visually verified using magnification and found no damages/issues. Performed a functional test using water and was able to draw water into the syringe without any issues. However, plunger rod found to be broken at the thumb press. A review of the device history record was completed for batch# 1144020. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to confirm the reported issue. A root-cause could not be determined.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was broken. The following information was provided by the initial reporter: a new complaint regarding broken plunger rod will need to be opened.